Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor was providing glucose readings to the dexcom app while the ilet pump displayed a bg run mode alert and failed to pair with the sensor; customer support guided the user through bluetooth troubleshooting, after which the system entered pairing and the user was advised to wait before re-enabling phone bluetooth. No adverse clinical symptoms reported. Outcomes included no impact to health and no need for medical care. User support included troubleshooting and user education to address connectivity and pairing. Investigation of this case revealed a pairing failure between the cgm and ilet due to bluetooth communication and setup sequence, with the device entering pairing after corrective steps. It was concluded, based on previously established findings for similar reports, that user interaction and bluetooth configuration were the likely causes.

Manufacturer narrative:
Initial.